Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Data was unable to be obtained due to corrosion of the pcb. A power supply was used to try and get data along with the removal and cleaning of the pcb, but both methods were unsuccessful. Because of this. The presence of a hazard alarm could not be determined. Corrosion was observed on multiple internal components, including the piezo and batteries, causing the batteries to be depleted. An internal tear was observed on the soft cannula near the nail head, causing an internal leak. The tear can be confirmed as the cause of the corrosion. Cracks were observed on the top and bottom housing. The housing cracks may have contributed to the internal corrosion, but since the timing and cause of the cracks could not be determined, this cannot be confirmed. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.1. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod longer than 48 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm during operation.